Manufacturer narrative:
Evaluation was completed on 8 november 2005. The customer reported condition of failure code 810:11 403:317:864:0000 was confirmed in the event history. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reported an infusion pump with a failure code 403:317:864:0000. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.